Event description:
As reported, damage was identified to the svc and rv electrodes after opening the sterile package.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.